Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, partially explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in belgium who was receiving lioresal 2000 mcg/ml at a dose of 1250 mcg/day via an implantable pump. The indication for use was not provided. The patient's concomitant medications and medical history were not obtainable. It was reported that during device follow-up it was noted that sometimes the patient was good and sometimes the patient had a lot of spasticity (symptoms return). It was unknown if there was any troubleshooting performed. The physician increased the pump several times and put in a flex program with six boluses a day. The patient did have a scoliosis surgery but the problem of the catheter was in the abdomen and not in the back. Ultimately the pump segment was explanted on (B)(6) 2016 as ¿there was something wrong near the connection of the pump¿. Reportedly, the silicone catheter crossed by the polyurethane protection. At the time of the report the issue was resolved and the patient's status was reported as alive-no injury. The patient was doing very well with a lower dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned catheter portion revealed the catheter body's transition tube was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.